Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced symptoms when his blood glucose measured 98 mg/dl, disconnected from the ilet pump, consumed juice, and subsequently called emergency services; paramedics recorded a glucose of 155 mg/dl and the ER advised continued pump use without intervention. Symptoms included sweating, headache, shakiness, and confusion consistent with perceived hypoglycemia. Outcomes included ambulance transport and an ER evaluation without treatment or admission. Investigation included troubleshooting and user education conducted by support, with no device alerts or alarms reported. Investigation of this case revealed no pump malfunction or component failure, and the event was attributed to patient-reported symptoms at an in-range glucose with subsequent carbohydrate intake and pump disconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.